Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 5 years, 7 months. The explanted device is expected to be returned for analysis. It has not yet been received. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that there was a suspected driveline compromise due to recent lvad system pump stoppage and low speed events. Review of the system controller log file by the manufacturer¿s technical services representative found pump stoppage events on (B)(6) 2017. The patient was asymptomatic. The patient received a pump exchange of (B)(6) 2017. Prior to the pump exchange, transesophageal echocardiography revealed a moderate to severely depressed right ventricle and a massively dilated left ventricle. A left subcostal approach was used and both the inflow cannula (conduit) and the outflow graft of the lvad were left in situ; only the lvad pump body was exchanged. The new lvad was turned on, but as cardiopulmonary bypass was weaned, the flow through the device was only approximately 1 lpm. The left ventricle was markedly dilated and the aortic valve appeared to open with every beat. Cardiopulmonary bypass was resumed and the new lvad was separated from the inflow and outflow cannulae and inspected. No obvious abnormality was found so the lvad was reattached. When the lvad was restarted the same event recurred. There was concern of a possible issue with the function of the new lvad, so another new pump was prepped and attached to the inflow cannula and outflow graft from the original pump which were still in situ. With the new pump, there was also sluggish flow through the device. The outflow graft was then inspected and a very brisk blood flow was noted. It was then observed that there was very weak bleeding from the inflow cannula to the lvad. The inflow cannula was probed and nothing obvious could be identified. Due to the sluggish flow from the inflow cannula, it was thought that there was something abnormal with the inflow cannula that was preventing adequate filling of the left ventricle. A redo sternotomy was contemplated; however, the surgeon opted to perform a generous left anterior thoracotomy, which allowed direct access to the apex of the heart and the site of the inflow cannula. The old inflow cannula was removed and a new inflow cannula was inserted and secured in place. The original apical sewing cuff was left in place. The new inflow cannula was connected to the most recently obtained/removed lvad pump. The outflow cannula still had brisk blood flow. The pump was then started and it appeared to be functioning normally. Inspection of the lvad elbow demonstrated near complete obstruction of the elbow with what appeared to be pannus and clot. The lvad was set at 9000 rpm and the flow was approximately 4.5 lpm. There was ongoing coagulopathy and therefore all wounds were packed and the skin was closed. The patient left the or on moderate dose inotropic support. No subsequent reports of any patient or device issues have been received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received: the patient was transferred to the cticu post-operatively, with significant vasopressor requirements. Post-operatively, the patient was profoundly coagulopathic with chest tube output greater than 1l per hour requiring massive transfusion protocol. The patient became acutely acidotic requiring acetate drip and emergent hemodialysis for acute renal failure, and was returned to the or on (B)(6) 2017 for wound exploration and placement on va ECMO due to exceedingly poor cardiac function. The patient was returned to the cticu post-operatively and continued to require significant vasopressors and transfusions. There were also several prolonged episodes of ventricular tachycardia requiring a lidocaine infusion and cardioversion. The patient was again returned to the or on (B)(6) 2017 for closure of the left thoracotomy. Due to continued pressor requirements, and history of driveline infection, broad-spectrum antibiotics were initiated. The patient was returned to the or on (B)(6) 2017 for ECMO decannulation and placement of a tracheostomy. The patient's blood cultures and or cultures eventually grew candida parapsilosis, and the patient was continued on micafungin but continued to be fungemic on subsequent blood cultures, so amphotericin b was added. Broad spectrum anti-bacterials were continued due to the history of a serratia drive line infection, although blood cultures on admission never confirmed a bacterial infection. On (B)(6) 2017, the patient underwent bronchioalveolar lavage due to high fevers and leukocytosis. Following this procedure there was significant bleeding from the chest tubes and the patient required significant blood product resuscitation and increased pressor support. The patient was taken back to the or for a re-exploration of the lvad pump pocket and chest washout. The chest was packed at the end of the procedure and the patient was returned to the cticu on pressor support. The following day, the patient was returned to the or for repeat washout, chest closure, and placement of a wound vac. Post-operatively, the patient continued to require vasopressors, and developed elevated transaminases and was found to be in acute on chronic liver failure. Continuous veno-venous hemodialysis (cvvhd)was required throughout the hospitalization for acute renal failure. On (B)(6) 2017, the patient¿s invasive lines were exchanged due to persistent fungemia, and the anti-bacterial agents were discontinued. The cvvhd was temporarily discontinued on (B)(6) 2017. On (B)(6) 2017, the patient¿s medical condition became much more severe, with severe shock and had elevated white blood cell count and increasing vasopressor and inotrope requirements, prompting new cultures, resumption of anti-bacterial agents, and emergent resumption of cvvhd through a new dialysis line. The patient became profoundly acidotic and required bicarbonate and an acetate drip. Despite these significant interventions, the clinical course continued to worsen and the lactic acidosis, vasopressor requirement, and care acuity continued to increase. Goals of care were discussed with family on (B)(6) 2017, with a decision made to complete do not resuscitate orders. The clinical course continued to worsen over the next several hours and the family decided to transition the patient to comfort care. The patient expired on (B)(6) 2017, surrounded by family. No autopsy was requested. No additional information was provided.